Manufacturer narrative:
A customer from outside the united states reported observation of elevated atellica im high-sensitivity troponin I (tnih) results which were discordant relative to alternate-method testing. Siemens is investigating.

Event description:
The customer reports observation of elevated atellica im high-sensitivity troponin I (tnih) results which were discordant relative to alternate-method testing when using tnih lot 114. An elevated atellica im tnih result was observed for an 88-year-old female patient. The patient¿s sample was re-tested using an alternate method (afias system), which produced a result below cutoff. The initial tnih result was identified as falsely elevated. When the sample was re-tested for investigation purposes on the atellica im platform three days later, it again produced a similarly elevated result. There are no allegations of any adverse patient consequences in association with the observed result discordance. No issues were identified with quality control (qc) results at the time of these observations.